Event description:
Sorin group (B)(4) received a report that the touch screen of the scp console was unresponsive after a procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group deutschland manufactures the centrifugal pump (scp) console. The incident occurred in (B)(6) france. This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the scp console was unresponsive after a procedure. A service representative solved the problem by replacing the touch screen. The new touch screen was calibrated, tested and worked as specified. There has been no report of re-occurrence since this action. Sorin group deutschland stated that no trend has been identified. No further investigation is required. No nonconformities were noted during device history record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Manufacturer narrative:
Sorin group (B)(4) manufactures the centrifugal pump (scp) console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.